Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under-sensing on the implantable cardiac monitor (icm). Programming changes were performed to resolve the issue. The patient condition is stable.